Event description:
It was reported that balloon pinhole occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, it was found that the balloon pinhole was leaking water. The procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified balloon pinhole located approximately 11mm distal of the proximal markerband. The rated burst pressure for this device as per specification. A visual and tactile examination found the shaft of the device to be kinked at approximately 2mm proximal of the distal markerband. No other issues were noted with the shaft of the device. A visual and tactile examination found the tip of the device to be damaged. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon pinhole occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, it was found that the balloon pinhole was leaking water. The procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.